Manufacturer narrative:
(B)(4): concomitant product has been added.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a revision surgical procedure to replace a broken implanted plate, it was observed that the radiolucent drive device stopped rotating during drilling of the cortical bone. According to the report, a new plate device was inserted for re-fixation after the removal of the broken plate. When the surgeon was attempting to drill the second hole on the most distal side for distal locking, it was observed that the drill bit device, when in use with radiolucent drive device, could not drill the cortical bone ¿well¿. It was further reported that the devices ¿finally stopped rotating¿. It was clarified that the attachment device and the drill bit device were removed from the radiolucent drive device, and the radiolucent drive device functioned properly. The surgeon retried with the ¿drill assembly¿ and was able to drill through the second hole successfully. However, it was reported that the same alleged malfunction occurred when the surgeon attempted to drill the fourth hole and the ¿drill become dysfunctional¿. It was reported that a spare device was available for proximal use to complete to the procedure. There were no delays to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, and assignable root cause was not determined. However, during evaluation, it was observed that the device showed usual signs of wear and tear, which had no effect on performance. Furthermore, the device did not passed the safety clutch test and the torque value was out of specification (the measured value was 1,3-1,4 nm, reference value was 1.4 nm (+0,4 nm). The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. A complete address and contact phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.